Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the videoscope exhibited foreign body in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections h3, h6, and h11 were updated. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. There were no reported deviations from the reprocessing procedure in the instruction manual. The instruction manual states detection methods associated with foreign material in ¿gif-1200n operation manual chapter 3 preparation and inspection¿ and preventative measures in ¿gif-1200n reprocessing manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.